Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg took longer to charge and had to charge it frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explant ipg was discarded by medical facility.